Event description:
It was reported that during a ptca/stenting treatment procedure the quantum monorail balloon ruptured at 12 atm's on the initial inflation during predilatation. The pt was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in a tortuous proximal rca. The quantum monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. It is noted that resistance was met upon insertion and removal of the quantum monorail balloon catheter. Pt status is reported as 'good'.